Manufacturer narrative:
(B)(4). CAPA: the events are covered by current labelling for the company's hyaluronic acid fillers. Manufacturer narrative: the case report pertains to an unspecified hyaluronic acid filler. Trending on lot number or batch record review could not be performed. Pharmacovigilance comment: the serious event of skin necrosis and the non-serious events of erythema, swelling, tenderness and blister were considered expected and possibly related to the treatment. A likely contributory factor to the events includes the compromised circulation associated with the previous laceration at the implant site. This case meets the criteria for expedited reporting to regulatory authorities due to the medical and surgical intervention to prevent permanent damage. Additional comments: h10 device was not made available to the manufacturer.

Event description:
Case with (B)(4) was obtained from literature on 07-jul-2017 via e-mail. Reference: kim jl, shin jy, roh sg, lee nh. Demarcative necrosis along previous laceration line after filler injection. J craniofac surg. 2017 jul;28(5):e481-e482. A (B)(6) woman underwent dermal filler injection by general physician at a local clinic for soft tissue augmentation of the nasolabial folds. Immediately after the injection, she felt an erythematous change on her left nasolabial fold, alar nasi, tip of nose, and glabella. The patient contacted the physician who injected the dermal filler 2 days after the injection to complain about her side effects. Soon thereafter, she was given 2 injections of hyaluronidase. However, she still experienced swelling, tenderness, and multiple vesicle formation on her face. On the following day, she visited our outpatient department with a referral from the local plastic surgery clinic. After taking her medical history, we found that she had experienced a laceration to the left upper lip, philtrum, collumella, and contralateral alar nasi 8 years ago, which potentially compromised her vascular network. She presented with erythematous change and multiple vesicle formation on the left side of her face. She was started on an aspirin regimen (1 pill of 100mg daily for 10 days) to prevent further clot formation. Moreover, intravenous administration of antibiotics (ciprofloxacin and clarithromycin) was started and continued for 10 days. She was treated with warm saline wet dressing with antibiotic ointment (bacitracin) for 16 days. The skin and soft tissue necrosis was extended to the tip of the nose and left alar nasi, along the previous laceration line, without crossing over the previous laceration line . The wound was demarcated and surgically removed on the 13th day after the injection. The patient healed with minimal skin defect in the left nostril and alar base. The patient has been followed for 4 months with minimal asymmetry of nostrils.